Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. The patient mentioned that they had a staph infection after their first implant (after (B)(6) 2008).

Event description:
Additional information was received from the consumer on 2017-01-03 reporting that they had been given very high doses of antibiotics for a few months to resolve the staph infection after their first implant.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.